Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Information contained in this report was previously submitted through psr on 01/21/2016 and 04/18/2016. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: "firm and looks abnormal due to capsular contracture" and "their lymph nodes are inflamed around the arm and breast." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported the left breast as feeling "firm and looks abnormal due to capsular contracture", categorized as baker grade iii. No treatment or surgical reoperation has occurred, device remains implanted. Patient additionally reported "their lymph nodes are inflamed around the arm and breast". This record is for the left side.